Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the white screen issue which was reproduced during evaluation. The reported condition was verified. The cause was determined through visual inspection as a loose liquid crystal display (lcd) flex cable connection. Once the connection was restored the display worked properly. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a white screen that could not be read. This was found in t the ambulatory infusion center during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.